Manufacturer narrative:
Device evaluated by manufacturer - examination identified proximal and distal stent damage. The distal stent struts on rows 1 to 3 were misaligned. The proximal stent struts on row 1 were raised proximally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter of the proximal section of the stent was measured at 1.40mm. The outer diameter of the section of the stent where no damage was present was measured at 1.15mm. Hypotube kinks were identified along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. The tip was flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent would not cross the lesion. The target lesion being treated was located in the left anterior descending (lad). The physician removed the device outside the patient's body and successfully completed the procedure with medication. Patient condition listed as "ok." However, analysis of the returned device revealed stent damage.